Manufacturer narrative:
H10: related report number: updated to mw5179919.

Event description:
It was reported that perforation occurred requiring additional intervention. The patient underwent a cardiomems implant procedure, with vascular access obtained via the right side. During the procedure, the patient began coughing and experienced hemoptysis shortly after the cardiomems delivery catheter was retracted, leaving only a non-boston scientific 7fr catheter in place. An angiogram confirmed a perforation in the distal left pulmonary artery (pa) branch. The patient was intubated and successfully treated with coil embolization. The patient was then transferred to the ICU in stable condition, having suffered minimal blood loss. On (B)(6) 2025, the patient was discharged home. The physician confirmed that the cause of the perforation was the v18 guidewire slipping too distally. The physician did not believe that the patients anatomy contributed to the perforation.

Event description:
It was reported that perforation occurred requiring additional intervention. The patient underwent a cardiomems implant procedure, with vascular access obtained via the right side. During the procedure, the patient began coughing and experienced hemoptysis shortly after the cardiomems delivery catheter was retracted, leaving only a non-boston scientific 7fr catheter in place. An angiogram confirmed a perforation in the distal left pulmonary artery (pa) branch. The patient was intubated and successfully treated with coil embolization. The patient was then transferred to the ICU in stable condition, having suffered minimal blood loss. On (B)(6) 2025, the patient was discharged home. The physician confirmed that the cause of the perforation was the v18 guidewire slipping too distally. The physician did not believe that the patients anatomy contributed to the perforation.